Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed, the instrument distal clevis ear was completely broken at the base and missing. The broken piece was not returned with the instrument. Engineering concluded the instrument breakage was likely caused by overloading at the tip. Per the customer, all of the fragments were retrieved from the patient. The broken piece removed was compared to the instrument by the hospital and it was determined no other fragments were missing.

Event description:
It was reported that during a da vinci s lobectomy procedure, while using the permanent cautery spatula instrument, the surgeon witnessed brown fragments in the patient. The fragments were retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient injury, harm, or adverse outcome was reported.